Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had a metal backed patella. It got loose. Upon retrieval, the patellar button was spinning on itself, ie, as I have reported to ms. (B)(6) many times, the plastic portion of the button was rotating about 60* on the metal. I am happy to provide videographic evidence of this.